Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump displayed error code 41541¿ was confirmed in the event log. The error code indicates an inoperable latch/lock optic flex sensor. Reset error code. The error code did not recur during repair and testing. Further investigation found that the battery door and compartment were cracked, and the lens was scratched. Replaced the battery door, compartment, springs, pogo contacts, gaskets, universal serial bus (usb) insulator, lens, lens seal, keypad and labels. Also replaced the downstream occlusion seal as a preventative measure. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 41541. This occurred during testing, and there was no patient involvement.